Event description:
The customer reported that the images were split or upside down. The fse reported that the procedure was completed with a different system, indicating the images were unusable. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. The system operates as intended.